Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 sodium results for one patient sample from the cobas 6000 c501 module. The initial result was 126 mmol/l and the repeat result was 132 mmol/l. The initial result was reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service representative replaced the cam lever spring and completed preventive maintenance. He ran precision testing which was acceptable and the customer ran calibration and qc which were acceptable. The investigation determined the service actions resolved the issue.